Event description:
It is reported that pt was revised due to unk reason. During revision wear was detected on taper connection of the adapter and ballhead.

Manufacturer narrative:
The manufacturer did not receive explanted devices or x-rays for review. As no lot number was provided the manufacturing papers could not be checked. A follow up report will be submitted once the investigation is completed. (B)(4).